Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material had adhered or clogged in the auxiliary water inlet of scope connector, air/water-channel, and auxiliary water channel. However, a definitive root cause could not be determined. It was unknown whether there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was found at the locations where foreign material was present. The instruction manual states the detection method associated with the event in cf-ez1500dl/I operation manual chapter 3 preparation and inspection and preventive measures associated with the event in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign objects in the air/water tube and jet tube. Additionally, residual liquid and foreign material were found coming out from the auxiliary water inlet of the endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.